Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead passed the electrical continuity and hipot testing. Also, there was no unusuality noted upon visual inspection. Furthermore, muscle stimulation was assigned with known inherent risk as this is a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing phrenic nerve stimulation. This lv lead was explanted and replaced with a left bundle branch pacing lead. No additional adverse patient effects reported.

Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing phrenic nerve stimulation. This lv lead was explanted and replaced with a left bundle branch pacing lead. No additional adverse patient effects reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.